Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined that an excess material was observed on the shell of the smooth hpg, 375cc breast implant measuring approximately 0.1 cm on the posterior view. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for a clear film in the shell, through the assessment, it was identified to be an excess of silicone material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process. However, excess silicone is a normal variation that can occur. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 28, 2022, additional information was received indicating the date of event was dec 1, 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 375cc being used in a breast implantation procedure was noticed to have a clear film coating prior to implantation. The surgeon did not feel comfortable using the implant. There was no patient contact; however, the surgery was reportedly delayed due to the issue.